Event description:
The customer stated that she was hospitalized for low blood glucose levels. No blood glucose levels were reported. The customer stated that she is pregnant and her doctor changed her basal rates since the incident. The customer also stated that the display has been blank since leaving the hospital. Troubleshooting was performed and the display remained blank. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.